Event description:
It was reported to a physio-control service representative that the customer's device did not provide ECG by any means (ECG cable or paddles lead) and therefore the need for defibrillation therapy could not be determined. The device had the red service led illuminated. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio-control replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.